Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenotic lesion was located in the non-tortuous and severely calcified mid left anterior descending artery. The speed of the 1.5mm rotalink burr was set at 160,000 rpms and during ablation the burr became stuck in the lesion. Glycerin trinitrate was given to the patient and the physician tried to puff dynaglide to dislodge burr, but was not successful. An attempt to use a buddy wire was made, but the balloon would not pass down the guide catheter. The burr was unable to be removed. The patient was taken to surgery and the device was successfully removed. Post surgery the patient's status is stable.

Manufacturer narrative:
Device codes 1528 and 1212 relate to component code 3038. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).